Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratched that affected the ability to read the screen, diminished battery life, rejected nee batteries, insulin pump was slower during rewind, had random no delivery alarms and buttons were harder to press. The insulin pump will not be returned for analysis.